Manufacturer narrative:
Device evaluated by MFR.: the liberté/veriflex stent delivery system (sds) was received with the stent and liberté/veriflex shelf box. The batch on the returned packaging and the hub matched the reported batch number. There was blood in the wire lumen. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were several bent and flared stent struts on the proximal end of the stent. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary intervention treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 mm x 12 mm liberté stent was advanced to the lesion but could not cross due to the stent being "misshaped during the procedure". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary intervention treatment procedure, stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 2.50 mm x 12 mm liberté stent was advanced to the lesion but could not cross due to the stent being "misshaped during the procedure". The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).